Manufacturer narrative:
Correction b5: it was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). Additionally, it was stated that "values were found 20.84 psi and 19.34 psi" which would indicate the device was also failing downstream occlusion detection testing. There was no patient involvement. No additional information is available. Correction h11: the device was received for evaluation. During functional testing, the reported problem "system error code 345 ¿ thermistor disparity" was not reproduced. A review of the event history log did not find any system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. For the issue of "values are 20.84 psi & 19.34 psi" which indicates a downstream occlusion detection test failure no cause was identified. Service inadvertently missed assessment for this issue. The cause of the condition was undetermined however the device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing. The reported problem "system error code 345, thermistor disparity" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) and values were found 20.84 psi and 19.34 psi in the biomedical service department. There was no patient involvement. No additional information is available.